Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his battery cap was damaged and he had to tape it onto his insulin pump. The battery compartment was inspected and determined to be fine. No further details were provided. The insulin pump was not returned, and a replacement battery cap was shipped to the customer.